Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. Only folding carton box with patient ID card, implant notification card and directions for use were returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional complaints for this production order have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens was inserted, removed and replaced. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient¿s capsule broke after inserting a model pcb00 20.0 diopter intraocular lens (iol) into the patient¿s operative eye. Due to the capsule break an unplanned vitrectomy was required. The physician changed out the pcb00 lens for a 3-piece iol. There was no incision enlargement and no sutures required. There was no patient injury reported and the patient is doing okay post-op. No additional information provided.